Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was observed to have delivered inappropriate shocks due to atrial driven rhythms. The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. There was a stored ventricular episode with delivered multiple bursts of inappropriate anti-tachycardia pacing (atp) and shocks. It was noted that the ventricular episodes were possibly due to supraventricular tachycardia (svt) or atrial driven. The rhythm appeared to be a one-to-one ratio. It was also reported that therapy was exhausted. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No additional adverse patient effects were reported. The device remains in service.